Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-06483. It was reported the patient complained of severe radiating pain and burning near the ipg in her right buttock and down to her heel. The pain is persistent whether the stimulation is on or off and pain is not alleviated. The patient visited the emergency room twice in the past 10 days due to the issue. X-rays revealed the ipg moved and was passing on a nerve. Additionally, the percutaneous lead had also migrated. Impedance readings were normal. Follow-up on (B)(6) 2013, identified the patient underwent surgical intervention to remove the lead and relocate the ipg pocket. The patient has a second lead which is able to provide coverage into her back and down into her right leg, covering all her original pain pattern. It was also reported the patient's pain at the ipg site is resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.